Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04760 & 04761).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2014-04760 /-04761 /-06497 /-06498).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to bone/tissue, lack of mobility and elevated metal ion levels. A review of the invoice history confirmed both surgery dates and indicates that the modular head, taper adapter and acetabular cup were removed and replaced during the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2014 due to pain and elevated metal ion levels. The modular head and acetabular cup were removed and replaced. Medical records indicated that the patient underwent a right total hip arthroplasty on (B)(6) 2008. No revision of the right hip has been reported.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to bone/tissue, lack of mobility and elevated metal ion levels. A review of the invoice history confirmed both surgery dates and indicates that the modular head, taper adapter and acetabular cup were removed and replaced during the revision. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.